Manufacturer narrative:
The endoplege coronary catheter was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water as indicated in the IFU. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. A device history review was performed and there were no manufacturing non conformances with this lot. Instructions for use were reviewed and found appropriate. A CAPA was generated for distal bond delamination and is currently in the implementation phase. Trends will continue to be monitored on a monthly basis adn if further action is required, appropriate investigation will be performed.

Event description:
It was reported that after insertion in the patient, they could not pull back saline out of the endoplege coronary sinus catheter's balloon. The md removed the endoplege catheter and noticed saline coming out of the tip of the catheter when inflating the balloon. This was not noticed on prep. No patient injuries were reported.

Manufacturer narrative:
Device evaluation anticipated upon return of product. Pend root cause determination.